Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-05261. It was reported that the patient experienced ineffective therapy due to lead migration. X-ray noted that both the leads had migrated. As such, surgical intervention took place on (B)(6) 2022 where in the leads were explanted and replaced with new leads addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Corrected data: d6a - date of implant.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.